Manufacturer narrative:
H3/h6: the system was serviced in the field and the power supply was replaced. The system passed all tests and was performing as intended. Codes b01, c02, and d02 are applicable. The power supply was returned and analyzed. Analysis found that the power supply failed visual inspection. Electrical components on the power suppled were electrically overstressed and unable to be tested. Codes b01, c02, and d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450, serial/lot #: (B)(6), this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a brain procedure. It was reported that the system was not booting up. It was not going through the initializing phase. The logs showed that the power supply (ps1) was out of spec. A recalibration was attempted to 5.1v but adjusting the potentiometer did not give any feedback. The use of imaging was aborted. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.